Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited information the cause of the event is unknown but may be related to the factors listed above, such as bulky calcification or valve over sizing. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported from our affiliates in canada, this was a case of a 26 mm sapien 3 ultra in aortic position by transfemoral approach. The valve was prepped as per protocol and implanted under rapid pacing with no indication of distress. Aortogram indicated a mild leak with wire across. Lv wire was removed, repeat aortogram demonstrated no leak, and the commander delivery system was removed. Soon after, the patient expressed chest pain. ECG was in atrial fibrillation, and blood pressure was not remarkable. Minutes later, the patient complained about more chest pain and falling blood pressure. Transesophageal echo indicated a pericardial effusion. The patient was put on ECMO and prepared for a pericardial drainage. Pericardial aspiration by the cardiologist was re-circulated through the ECMO catheter with 8-10l replaced. When the or was ready, the patient was transferred for open repair of the annulus. A non-edwards valve replaced the sapien 3 ultra valve. Also, a CABG was done during the repair (CABG to rca for rv failure). The CABG and annular rupture repair were completed, and the patient was transferred to csicu. A subsequent bleed occurred, and the patient return to the or for the tamponade and rv failure. On pod 1 the patient experienced pea arrest due to tamponade and rv failure and multisystem failure. The patient died on pod 2. As per medical opinion, the perceived root cause of the annular rupture is calcification although the native valve was not heavily calcified. In follow up discussions the physicians questioned the sizing offered by the radiologist. The valve appeared to be oversized.